Manufacturer narrative:
This is a duplicate event of MFR report # 3006630150-2016-03694.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.